Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump started beeping. The display was flashing black and white. They removed the battery but it was still beeping. The customer's blood glucose level was 150 mg/dl. The insulin pump had not been dropped or bumped. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display and constantly beeping. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.